Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. There was no report of patient or user impact. The following information was provided by the initial reporter: customer states the rubber sheath is not covering the needle causing exposed needle tip.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-27 . H.6. Investigation summary: bd received 5 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for side pierced sleeve was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for side pierced sleeve with the incident lot was observed in 3 of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode side pierced sleeve. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ blood collection needle there was poor sleeve function. There was no report of patient or user impact. The following information was provided by the initial reporter: customer states the rubber sheath is not covering the needle causing exposed needle tip.